Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the gold probe was positioned within the duodenum to treat a peptic ulcer. However, when the physician attempted to engage the gold probe, the gold probe would not heat and cauterize the tissue. The gold probe was used with an erbe generator. A second erbe generator was connected to the same gold probe device. However, again, the gold probe would not heat or cauterize the tissue; the gold probe device was not used with an adaptor cord. The account reported no visible damage to the device. A second gold probe device was used to complete the procedure successfully with the first erbe generator. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.